Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion (embolic process). This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. There is no evidence to suggest that the events are related to the design or manufacturing process of the device.

Event description:
The report is from the (B)(4) study. The target lesion was the proximal left internal carotid artery. Pre-procedure stenosis was 95%. Lesion length was 20mm and diameter was 5mm. The lesion was a mildly tortuous. The lesion was pre-dilated. A precise pro rx 8 x 40mm stent was deployed at the target lesion. Angioguard rx, size 6 basket, was successfully deployed and retrieved. Post-procedure stenosis was 20%. There was no neurological deficit when the patient left the angiography suite. The day following the procedure, the patient had a gradual onset stroke with behavioral changes. The event stroke fully resolved in greater than 24 hours. No additional treatment for the stroke was given. The patient was discharged 5 days post-procedure. Addendum: the adjudication minutes received 8/30/2010 agreed with the previously reported diagnosis of a stroke. This event was clarified as an embolic stroke. In addition, it was reported that the patient developed ongoing mild right hand weakness, thus, the event will be reportable. Additionally, it was noted that the patient had a vessel spasm with transient occlusion of the left ica which resolved upon removal of the angioguard. However, it is unknown if this event had a casual relationship with the right hand weakness. As such, vessel spasm was as a reportable complaint.